Manufacturer narrative:
The specific catalog number was not provided. The device was reported as an unknown centipillar stem, cat# 5353-1-xxx. The subject device is not cleared for sale in the u.s., but a similar device is commercially available in the u.s. The surgeon was not willing to provide additional information to conduct an investigation of the reported event. Therefore, the exact cause of the event could not be determined. Device discarded by hospital.

Event description:
It was reported that stem loosening occurred and patient underwent revision surgery.

Manufacturer narrative:
An event regarding loosening involving an unknown centpillar stem was reported. The event was not confirmed. Method & results: the device was not returned for evaluation. Insufficient information was received for review with a clinical consultant. Device history review could not be performed as the lot ID is unknown. Complaint history review could not be performed as the lot ID is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including return of device, operative reports, x-rays, patient history, progress notes is needed to fully investigate the event. If further information and/or becomes available, this investigation will be re-opened.

Event description:
It was reported that stem loosening occurred and patient underwent revision surgery.